Event description:
It was reported that the patient was experiencing fatigue and the patient wondered if their device was working properly. The patient further reported she was hospitalized and the device was removed due to infection and then reimplanted. The patient was scheduled for a follow up visit with her physician. Additional information was requested from the physician's office but not received. The available information suggests the device remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.